Event description:
The device was returned for a vr coupler hardware failure. The pump was able to pass mock infusion testing without failure. Device was opened to inspect for internal damage. No internal damage was identified. The vr assembly was inspected and found the vr coupler was found jammed on the inside of the coupler gear. The coupler was removed and replaced with a new one. This coupler was able to slide freely inside of the coupler gear. The vr motor assembly was verified to be working as expected after the coupler replacement.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: (B)(6) has a pump problem and makes a loud noise when putting the cassette in. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr decoupled). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.